Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. To date no medical records have been provided. As reported patient experienced recurrent and chronic abdominal pain, hernia recurrence, and seroma, and had to undergo several surgeries. As reported, patient suffered severe and permanent injuries, both externally and internally. Patient became disabled from these injuries and will remain so in the future, and further, patient suffered great physical pain and mental anguish, and will continue to so suffer in the future due to the alleged defective ventralex mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No specific device issue has been alleged, and no sample has been returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint case.: (B)(4). It is alleged by patient's attorney that on or about (B)(6) 2013, patient underwent repair of a hernia. As alleged, patient was implanted with ventralex mesh, during this repair. As reported, sometime after the initial repair, patient began experiencing abdominal pain in the same area where the repair took place. Patient also experienced nausea and vomiting. The pain was located at the site of the prior hernia surgery. It is also alleged by the patient's attorney that on or about (B)(6) 2017, patient underwent hernia repair with explant of prior mesh. An non-bard/davol prolene mesh was used to replace the defected mesh. As reported patient experienced recurrent and chronic abdominal pain, hernia recurrence, and seroma, and had to undergo several surgeries. As alleged, patient has suffered injuries and will require continual monitoring and care. As reported, patient suffered severe and permanent injuries, both externally and internally. Patient became disabled from these injuries and will remain so in the future, and further, patient suffered great physical pain and mental anguish, and will continue to so suffer in the future due to the alleged defective ventralex mesh.